Manufacturer narrative:
Device evaluation of monitor sn (B)(4) was completed. The reported problem (wont power up) has been confirmed. The cause for the power-up failure was isolated to the computer/analog board. Capacitor was shorted. The root cause for the shorted capacitor could not be positively identified. No adverse events occurred as a result of the defective monitor.

Event description:
A us distributor returned a monitor and reported that it would not power on.